Manufacturer narrative:
Analysis: the valve has not yet been received in mfg for eval. Device return has been requested. Product spec info (mfg serial number) is currently not available. A supplemental MDR will be sent to FDA with results of the product eval. If the valve is returned, the sn will be known and provided to FDA with the dates of MFR and product expiration date included in the MDR follow-up report. Conclusion: currently, an exact cause has not been determined for the reported event, valve not yet received in manufacturing.

Event description:
Info received indicates the valve was replaced due to stenosis, calcification and pannus overgrowth formation. Healed endocarditis had been diagnosed in 2005. The pt presented in 2006 with exertional dyspnea. Investigation confirmed a significant restriction in the valve and regurgitation. Operative findings: a large mass of tissue was attached to the left and non-coronary leaflets. The right coronary leaflet was calcified and membrane-like material covered some of the stent posts and the aortic wall. The valve was replaced with no additional pt complication reported.